Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 322, 286 and 259 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/16/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: a 286mg/dl, (B)(6) 2017 12:00 am, fasting:yes. A 251mg/dl, (B)(6) 2017 12:00 am, fasting:yes. A 259mg/dl, (B)(6) 2017 12:00 am, fasting:yes. A 249mg/dl, (B)(6) 2017 12:00 am, fasting:yes. A 322mg/dl, (B)(6) 2017 12:00 am, fasting:yes. Memory concerns: the customer is concerned with all the results listed above. All results are fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 322, 286 and 259 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/16/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with all the results listed above. All results are fasting. .